Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent a diagnostic laparoscopy due to persistent abdominal pain and mass at the umbilicus since his hernia repair" and "continues to experience persistent abdominal pain and mass at the umbilical since the implantation of the bard/davol ventralex hernia patch". The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent an umbilical hernia repair with mesh procedure where a bard/davol ventralex hernia patch was introduced to reinforce tissue affected by the hernia. A bard/davol ventralex hernia patch 6.4cm/2.5" diameter, lot number huti0896 was implanted into the patient. On (B)(6) 2013: the patient underwent a diagnostic laparoscopy due to persistent abdominal pain and mass at the umbilicus since his hernia repair. As reported, to this day, the bard/davol ventralex hernia patch remains implanted in the patient. It is alleged that the patient has experienced and continues to experience persistent abdominal pain and mass at the umbilical since the implantation of the bard/davol ventralex hernia patch and that these injuries were not present before the implantation of the mesh products. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering. Disability, medical and nursing care treatment, and aggravation of preexisting condition due to the alleged defective hernia mesh product.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct date of manufacture for the device.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent an umbilical hernia repair with mesh procedure where a bard/davol ventralex hernia patch was introduced to reinforce tissue affected by the hernia. A bard/davol ventralex hernia patch 6.4 cm/2.5" diameter, lot number huti0896 was implanted into the patient. On (B)(6) 2013: the patient underwent a diagnostic laparoscopy due to persistent abdominal pain and mass at the umbilicus since his hernia repair. As reported, to this day, the bard/davol ventralex hernia patch remains implanted in the patient. It is alleged that the patient has experienced and continues to experience persistent abdominal pain and mass at the umbilical since the implantation of the bard/davol ventralex hernia patch and that these injuries were not present before the implantation of the mesh products. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering. Disability, medical and nursing care treatment, and aggravation of preexisting condition due to the alleged defective hernia mesh product.

Event description:
As was originally reported in 02/2018: on (B)(6) 2012: the patient underwent an umbilical hernia repair with mesh procedure where a bard/davol ventralex hernia patch was introduced to reinforce tissue affected by the hernia. A bard/davol ventralex hernia patch 6.4 cm/2.5" diameter, was implanted into the patient. On (B)(6) 2013: the patient underwent a diagnostic laparoscopy due to persistent abdominal pain and mass at the umbilicus since his hernia repair. As reported, to this day, the bard/davol ventralex hernia patch remains implanted in the patient. It is alleged that the patient has experienced and continues to experience persistent abdominal pain and mass at the umbilical since the implantation of the bard/davol ventralex hernia patch and that these injuries were not present before the implantation of the mesh products. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering. Disability, medical and nursing care treatment, and aggravation of preexisting condition due to the alleged defective hernia mesh product. Addendum based on additional medical records reviewed. On (B)(6) 2012 - the patient was diagnosed with an umbilical hernia and underwent repair with implant of a ventral hernia mesh. On (B)(6) 2013 - the patient was diagnosed with umbilical pain and underwent a diagnostic laparoscopy. Per the operative details, "diagnostic laparoscopy confirmed a clean entry with no damage to the surrounding structures. The anterior abdominal wall was scrupulously examined. The area of the umbilical mesh hernia repair was easily identified. The edges of the ventralex hernia mesh were visible in the preperitoneal space. No adhesions between the hernia mesh and the peritoneal cavity were found. No recurrent umbilical hernia was found. No other lesions were noted on the mesh or the area adjacent to the umbilicus. Photo documentation of the entire anterior abd wall was obtained and will be submitted for archival purposes into the patient's medical record. Given the lack of a symptomatic hernia, the existing hernia mesh was left intact."

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide additional patient and medical information as well as the correct lot number, manufacturing & expiration date for the ventralex mesh. While the medical records for the (B)(6) 2013 procedure indicates there was no issue with the implanted bard/davol ventralex mesh, with the current information available, the conclusion for this file remains inconclusive.